Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe, when screwing the luerlock system onto a sterile elastomer pump, the inner part of the luerlock-tip has broken and has stuck in the injection port of the elastomer pump. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe, when screwing the luerlock system onto a sterile elastomer pump, the inner part of the luerlock-tip has broken and has stuck in the injection port of the elastomer pump. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one 50ll syringe sample unit and 1 pump (elastomer) were received for evaluation by our quality engineer. Upon visual inspection of the provided samples, the syringe tip was observed broken due to over-screw. The broken tip remained attached to the pump connection. A device history record review did not reveal any issues during the production of lot number 1803235 that could have contributed to the observed/reported defect. The cause of the breakage has been identified as over-screw during the syringe connection by the user. Based upon the identified root cause, corrective action is not necessary at this time.